Event description:
It was reported that readings were sporadic on the device. A 132ml phantom had readings of 10ml. This occurrence was repeatable and reproducible on multiple patients and/or by multiple users.

Manufacturer narrative:
The reported issue was confirmed. The service representative replaced the faulty probe dcm. There was a full bladder image and a low volume reading. The probe pcba passed visual inspection. The service representative also replaced the bottom and cracked top probe covers.